Manufacturer narrative:
Initial product condition/visual examination: initial inspection of the air dermatome on september 27, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness lever was loose. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. Functional tests: repair of the air dermatome was performed by zimmer biomet surgical on september 29, 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. The service technician noted that they could find not find any reason for the gouging. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested.

Event description:
It was initially reported that the unit gouged the patient. No further information is available at this time.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation ie-03394. The previous repair report reviewed found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the air dermatome twenty nine times. The last repair was (B)(6), 2015 where the device was returned after being used as a loaner unit and the bearings were replaced. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the device calibration was out of specification at the zero setting. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. However, it was noted that the device calibration was out of specification at the zero setting. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the bearings, thickness lever, reciprocating arm, seal and retaining ring, throttle lever, motor, swivel, poppet assembly and eccentric shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.